Event description:
Information was received from a manufacturer representative regarding (rep) a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has experienced ongoing issues with the charging of her ins. The patient has had the ins implanted in the abdominal area for some time. Recently, she gained weight and began experiencing difficulties with charging, as well as noticeable movement of the device within the pocket. After several follow-up visits, it was decided to reposition the ins to a new pocket in the lumbar region in the or. Following the surgery, the patient returned to the clinic reporting persistent charging issues. Specifically, charging sessions now take between 2.5 and 3.5 hours to complete. Upon reviewing the system reports, it was noted that the charging quality was generally rated as "good," with "moderate" quality observed during the longer sessions. In some clinic visits, were able to achieve an "excellent" rating, but this has not been consistent. At this point, the rep was unsure of what else could be done to improve the charging experience.

Manufacturer narrative:
G2: sweden. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue has been successfully resolved through the correct repositioning of the recharger. The patient has been re-educated on how to achieve and maintain optimal alignment to ensure effective charging. Regarding when the charging issues first started it was reported that the issue was reported shortly after the implantation procedure. The patient has received additional education to reinforce proper charging technique. The root cause was identified as a lack of understanding by the patient regarding correct recharger positioning. The issue has since been resolved. The information was provided by the nurse specialized in neuromodulation programming, who is responsible for patient follow-up at the hospital.